Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the small bowel during a gastroenteroanastomosis procedure performed on (B)(6) 2025. During the procedure, the first flange of the stent prematurely deployed during step 1 of deployment. The procedure was completed using another axios stent. There were no patient complications reported as a result of this event and the patient's condition following the procedure was reported to be good. Note: it was reported that the axios stent was intended to be placed for a gastroenteroanastomosis procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed for a gastroenteroanastomosis procedure.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent first flange prematurely deployed. Block h11: an axios stent and electrocautery enhanced delivery system were returned for analysis. Visual examination of the returned device found the stent partially deployed and no damages were found in the delivery system. A media inspection was performed on a photo provided by the complainant, and it was found that the deployment hub was in position 2 and the stent was partially deployed. Functional inspection was performed, the catheter was unlocked by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was move down to the second and fourth position. The stent was able to be deployed, and no problems were noted. No other problems were noted to the stent and delivery system. Product analysis did not confirm the reported event of stent first flange premature deployment as this event occurred during the procedure, and it is not possible to replicate in the laboratory of analysis. Taking all available information into consideration, the investigation concluded that the most probable cause is cause not established. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed for a gastroenteroanastomosis procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed during a gastroenteroanastomosis procedure. Additionally, stent partially deployed is a known potential complication associated with the use of the device in the manufacturer's labeling.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the small bowel during a gastroenteroanastomosis procedure performed on (B)(6) 2025. During the procedure, the first flange of the stent prematurely deployed during step 1 of deployment. The procedure was completed using another axios stent. There were no patient complications reported as a result of this event and the patient's condition following the procedure was reported to be good. Note: it was reported that the axios stent was intended to be placed for a gastroenteroanastomosis procedure. However, per the axios stent and electrocautery- enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to be placed for a gastroenteroanastomosis procedure.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent first flange prematurely deployed.